Event description:
It was reported that the power lights on wireless recharger (wr) are flashing when in the dock. They reviewed resetting the wr and provided instruction. Caller will be reaching out to patient to instruct on resetting the wr. The patient reset the wr by pushing and holding down the power button, but the issue persisted. The patient also mentioned that the power button never turned green at any point during the call. Additional information was received reporting that after the patient tried some suggested troubleshooting, the issue has not resolved. They are currently at 25% as of last night and the last charging session was last friday, march-26. A replacement wireless recharger (wr) and charging dock was sent. The issue was resolved with the new wireless recharger. Additional information received from the manufacturer¿s representative (rep) reported they were going to return the device when they had it in their possession. Additional information received from the manufacturer¿s representative (rep) reported the new wireless recharger was received and set up, and now being used by the patient. The recharger/charging dock were returned with the return slip that was provided with the new equipment.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that the flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.